Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was experiencing pain in her legs and bowel problems. She went to the ER at the doctor's request because she felt ill. The pt was diagnosed with a urinary tract infection. Over time the pt has been doing better. Allegedly, the pt requested to have the scs system removed. No further info is available at this time.